Event description:
While testing the remb universal driver during routine servicing the device ran without activating the trigger and displayed a bias current message, signaling a condition occurred from which the device has the potential to run without user activation. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
Upon disassembly for visual inspection corrosion was found on the contact pins and the sockets, the potted trigger was damaged and the bearings were worn.